Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite attempts using a different wall adapter and charging cable. There was no adverse impact on the customer's blood glucose level. Composite technical support (cts) decided to replace the pump, instructed the caller to allow the current pump's battery to deplete fully, and advised on steps for using the replacement pump. The customer acknowledged these instructions and agreed to return the defective pump to tandem.